Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged the issue began at 1pm (date not specified). The patient reportedly obtained blood glucose results of "252 mg/dl" and shortly after "278 mg/dl" with the subject meter; time difference between the results are not specified. According to the csr"s documentation, immediately after the alleged issue occurred, the patient administered her usual 18 units of "humalog factor 2" insulin (an amount the patient stated she would administer when her blood glucose result is high) and consequently developed symptoms of shaking and sweating 20 minutes later. Immediately after the onset of her symptoms, the patient indicated she administered treatment by consuming a teaspoonful of sugar and a slice of bread. The patient retested her blood glucose two hours later with the subject meter and obtained a reading of "118mg/dl". The patient denied testing with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.